Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300 mg/dl range. Reportedly, the pump basal rate is set too low. Customer delivered a bolus to bring bg levels to target range. Customer stated they will be in contact with the health care professional to discuss pump settings.